Event description:
Per the clinic, it was reported that there is no infection is present and it was only an inflammatory reaction to the duraseal.

Event description:
It was reported that the patient experienced an infection due to duraseal allergic reaction used in the initial surgery. The device was explanted on (B)(6) 2021. The reimplantation is planned but has not taken place as of the date of this report.